Event description:
The customer contact reported that during preventive maintenance testing, the device touchscreen could not be calibrated. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The customer contact reported the device touchscreen issue resolved and the device would not be returned at this time. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.